Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to infection. There were no additional adverse patient effects reported. All available information indicates that as of this time, the rv lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).